Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that remote monitoring was disabled. Technical services (ts) indicated that device data is required to determine the cause, however device replacement is recommended. This device was subsequently explanted and was not returned. Other then the surgical procedure, no additional adverse patient effects were reported.